Manufacturer narrative:
(B)(4). Insulin pump passed functional testing including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and selftest. Unit received with the sensor glucose and blood glucose in acceptable range during testing using a test guardian link transmitter. Unit alarmed hardware low level failure alarm (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the sensor had inaccurate readings and insulin pump suspended. The customer¿s blood glucose was 190 mg/dl at the time when they removed the sensor. Customer mentioned blood glucose level's of 74 mg/dl over 200 mg/dl and 262 mg/dl at different time. Customer reported blood at site when they inserted sensor. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The insulin pump will not be returned for analysis.